Event description:
It was reported that a patient underwent a hernia repair procedure in 2013 and mesh was implanted. The patient developed a severe allergic reaction in the abdomen with severe internal swelling and nerve damage in the left leg. The mesh was removed in 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the procedure was performed on (B)(6) 2013. Following the procedure, the patient was administered steroids and antibiotics and underwent two nerve blocks. The patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
Date sent to the FDA: 3/7/2019.